Manufacturer narrative:
(B)(4). It was not possible to investigate the complaint as no sample was returned for evaluation. If the sample is returned in the future, this complaint will be re-opened and evaluated. Review of the history device records was not possible as the lot number was unknown. At the present time this complaint is closed.

Event description:
(B)(6) 2014 the patient is a (B)(6) year-old male, and he underwent subdural drain for left csdh in 2014 (twice). (B)(6) 2015 progressive hydrocephalus developed in one month, and it was observed on CT scans ((B)(6) 2015) (B)(6) 2015 1. Programmable ventricular-pleural shunt was performed on (B)(6) 2015, due to multiple abdomen operations decades ago. 2. Low opening pressure was observed while ventricle being punctured, and the first setting of valve : 200mmh2o. The initial setting of 200 was because of overt dilated frontal horns noted over a short span of one month. 3. However, very high flow of csf was noted after head up to 45o. Then 20ml csf was drained out, and flow of csf slowed down. The pleural tube was inserted into pleural cavity hereafter. (B)(6) 2015 massive chronic sdh over right f-t region was observed on the follow-up CT scans. (B)(6) 2015 skull x-ray was taken to confirm setting of 200 mmh2o just right on the scale. Therefore, we suspected that shunt dysfunction was a probable cause for the over-drainage of this (B)(6) year-old gentleman.